Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedance readings of 40,000+ (¿avoid¿) were observed on electrodes 8, 10, 12, 13, and 15, and loss of stimulation was reported. The issue was ongoing and not resolved. Troubleshooting was performed by reprogramming away from the affected electrodes and remapping stimulation to match the pain pattern, and the patient¿s provider elected to wait and see how the patient did with the new programming. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.